Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was not correctly unfolded during injection. The lens broke in the patient¿s eye. The lens was removed and replaced by a new one. During follow up, it was found that the lens jammed in the corneal tunnel. When removed with the forceps, a haptic was broken off. The surgeon repositioned the iol in the injector and realized the absence of a haptic after the injection. He removed the implant and injected a second one. Preoperative visual acuity: 5/10. Postoperative visual acuity: 7/10 to j8. Additional operation / medical intervention was not required. There was not a delay in the procedure. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.